Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was inoperative. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
It was reported that the touchscreen was inoperative. The unit was sent to bench repair. At bench repair, the bench service engineer (bse) replaced the touchscreen to resolve the reported issue. The bse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.